Event description:
The customer checked their blood glucose at 8:30 am and obtained a result of 248 mg/dl. About 30 - 36 minutes later pt felt dizzy, but not sweaty or shaky. Pt went to their car and called 911, was given glucose gel 3 times while in ambulance. When pt got to hosp glucose was taken on a hosp meter and the result was 28 mg/dl. Pt was then treated with a glucose drip. Controls were not used on the system. The device was replaced and authorized for return to the manufacturer for evaluation.